Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9140973. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was damaged. This was discovered before use. The following information was provided by the initial reporter: when the nurse (B)(6) gave the child patient intravenous infusion, he found that the plunger of the flush was deformed and was replaced.